Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a patient had an intraocular lens (iol) implant surgery, the surgeon noticed the iol had a crack in it and it had to be removed a few days after the initial procedure. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned adhered to the inside of an opened non-company viscoelastic pouch. This matches the provided photo. Viscoelastic and a small amount of blood are dried on the lens. The optic is cut from the edge to the center typical of a removal. The lens was cleaned with lphse to remove it from the pouch. Two cracked areas are observed. The damaged is on both surfaces, which would indicate it was caused by an instrument used to grasp the lens. This damage may have occurred during the removal process. A scratch is also observed on the posterior surface of the optic. This damage may have been interpreted as the reported crack. The lens dimensions (plan view) are acceptable using an approved template for the company lens models. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The lens was returned. Two cracked areas are observed. The damaged is on both surfaces, which would indicate it was caused by an instrument used to grasp the lens. This damage may have occurred during the removal process. A scratch is also observed on the posterior surface of the optic. This damage may have been interpreted as the reported crack. The lens dimensions (plan view) are acceptable using an approved template for the company lens models. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was not received by the manufacturing site. The shipping company is investigating why the sample was not in the shipment indicated by the affiliate. The file will be reopened immediately and processed if the sample is located and returned to the manufacturing site. The sample is considered lost in transit at this point in time. The product was not returned for analysis. Two photos were provided. The first photo shows a yellow lens model loose inside a bag. Due to the quality and lighting of the photo, details of the lens cannot be observed. The second photo shows a closer view. There appears to be solution and damage near the center of the optic. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the optic appears to have damage and clinical solution appears to be present on the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).